Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was normal.

Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was normal. It was further reported that the target lesion was 60% stenosed, and was located in an arteriovenous fistula in a mildly tortuous and mildly calcified vessel. During the first inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient's body without any other devices.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was normal. It was further reported that the target lesion was 60% stenosed, and was located in an arteriovenous fistula in a mildly tortuous and mildly calcified vessel. During the first inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient's body without any other devices.